Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported power issue. Physio did verify the logged event code. The event code was not repeatable. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported and observed issues could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself. Upon evaluation of the customer¿s device, physio-control observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with this event.

Event description:
The customer contacted physio-control to report that their device powered off by itself. Upon evaluation of the customer¿s device, physio-control observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced multiple inappropriate losses of power. During the event it appeared there was a mechanical issue, as there was inappropriate switching between the batteries. It was also observed that both of the batteries were manufactured in 2017, which can contribute to unexpected losses of power. The lp15 operating instructions indicate that the battery should be replaced every 2 years. The root cause of the power issue and the logged event code could not be determined.